Event description:
It was reported that battery in device appeared to deplete too quickly, but no specific date or timeframe for event was provided. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, and no further troubleshooting was performed, so technical support was unable to confirm reported battery issue and no additional information was received regarding the outcome of the event.